Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after drawing the air from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully fill cartridge.